Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -13.00/2.0/088 (sphere/cylinder/axis) was implanted into the patient's eye. The lens was explanted and discarded for an unknown reason. A replacement lens of shorter length was implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).